Event description:
It was reported that the doctor tried out endobeam 200 micro to pulverize calyceal calculi. The doctor connected the device with the newly bought versa pulse power suite, but the "attach fiber" message on the screen did not disappear. The doctor pushed the "ready" button, but nothing changed. The doctor reconnected the device, but the situation remained the same. The doctor replaced the device with another new endobeam 200 micro. It could be connected with versapulse powersuite, but when activating, the doctor found the crushing capacity was low, and the "attach fiber" message appeared and disappeared repeatedly. The doctor disconnected the endobeam from the versapulse powersuite, and connected it with the versapulse select 80:100. The endobeam functioned without problem, and the doctor was able to complete the procedure. Lumenis, the MFR of versapulse, visited the hosp and inspected the versapulse powersuite. The hosp provided us with lumenis's observation. One of the blast shields of the versapulse powersuite was burnt. This led to power reduction by 20 w. The endoeam 200 micro and the versapulse powersuite were not firmly connected because the central part of the connector of endobeam 200 micro was longer than that of slimline 200 micro. Therefore, the versapulse powersuite possibly could not sense the connection. The new versapulse powersuite has the high accuracy in sensing a connection condition, so similar incidents will potentially occur again. The hosp wants to know if this incident was due to a problem in the endobeam 200 micro or the sensing accuracy of the versapulse powersuite. Only one of the two endobeams was returned. We asked the hosp to look for the other one. Per receipt of the sample it was confirmed that the tip was chipped and black.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be mailed.